Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states: adverse events that may occur and/or require intervention include, but are not limited to: death. Additional device(s) related to this event include: pxt261416/(B) (4).

Event description:
On (B) (6) 2007, the pt was transferred from another health care facility for treatment of an abdominal aortic aneurysm. The pt was implanted with gore excluder aaa endoprosthesis and tolerated the procedure. On (B) (6) 2007, the pt expired. The cause of death was hemorrhagic gastroenteritis, ischemic bowel and post hemorrhagic shock.